Event description:
Customer reported an error messaged was displayed on the anestar anesthesia delivery system, which may have impacted anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced a fuse, checked and tested the unit to factory specifications.